Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that patient had a reaction to the tape adhesive used during the trial. The patient also described a sensation that occured when she changes position but currently did not have the stimulation on because of the reaction to the adhesive. The health care provider (hcp) stopped the trial and was treating the patient for the external symptoms. It was indicated that the event or symptoms occurred following a trial. The symptoms reported had gradual onset. The patient had phase one of the bladder stimulator put in a week ago prior to this call. It was indicated that as the week went on she had blistering from the tape of adhesive that they used. It was indicated that the patient went back couple days prior to the call to their health care provider due to the blistering (pt was weeping and oozing) hcp decided to cut the external wire for the testing and left the wire part in to allow the blistering to heal. The patient still had her lead implanted and the part that attached to the screener box. The patient stated the blistering was getting better and was on antibiotics and steroids. It was noted that where the lead was implanted on the left side when she changed position (could feel where the lead was on that nerve) and it went down to the pelvic wall all the way down the leg to the foot. The patient stated mainly she could feel it where the stimulation was going on mostly but it did shoot down her leg and butt a little bit sometimes. The patient stated maybe she pushed herself a little bit this week, had not lifted anything heavy but had been up on her feet and doing things. The patient had the trial done on (B)(6) 2014 and by that sunday (B)(6) 2014 was itching terribly with a gradual onset. The patient felt the same kind of thing after surgery and felt it was normal and then when they disconnected patient from stimulation was when patient noticed it more and was a worrier and wanted to make sure she was not missing something. The patient stated next friday she was going for surgery and was getting better with the blisters slowly but stated that was how long her trial was supposed to go originally. The patient stated her lead was actually implanted for the permanent surgery and felt that was a good thing. A follow-up report will be sent if additional information becomes available.